Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronic assembly. The motor also had moisture damage. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had a blank display and it wouldn't accept the batteries. Customer was using brand new batteries and issue persisted. Customer had cleaned the battery compartment, cap, and it didn't make a difference. Customer's blood glucose was unknown. Customer stated the casing had a crack but it had been there for a long period of time. Customer was advised the device needed to be replaced and agreed to return it for analysis.